Event description:
It was reported that during a gastric bypass procedure, the surgeon was using the stapler on the stomach with the gold powered reload and as the surgeon fired the echelon, the tissue slid forward in the jaws. When the surgeon opened after finishing the firing, the part of the staple line had come apart and had not been stapled correctly. There was excessive bleeding on the patient. Surgeon had to suture the staple line and used clips to control the bleeding. No patient information provided. The procedure was prolonged by fifteen minutes. Device has been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was the device difficult to fire, but fired with a complete cut line and staple line with the staples in the proper b form shape? The device was difficult to fire, the tissue slid forwards in the jaw of the device and therefore there wasn't a complete staple line and the tissue required to be oversewn. There was a complete cut line. Did the device cut? See above. Did the device staple? See above. On what tissue type was the device used? At what location on the tissue? Gastric, creating a pouch during a bypass procedure. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Approx 8th firing of the echelon. The first 4 firings were across small bowel with a white reload, the next firings were with a gold reload. During which stroke did the event occur? 1st and 2nd. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unsure. If echelon, during which stroke did the event occur? As above. What colour cartridge was being used? Gold. What other colour cartridges were used before and after this event? As above. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes the incident occurred when firing across a staple line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? Yes. Was the cartridge loaded with the retaining cap on? Yes . During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed where the tissue had slid forwards. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Was a leak test completed? Yes, no leak detected after tissue had been oversewn. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Probably about 10 seconds. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Yes, staples were malformed. Was the firing to close an ostomy? If so, which firing no. Is a pathology specimen and/or report available? No. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Unsure. How long has the surgeon been using this device for this procedure? Many years. What predicate device was used by the surgeon? Unsure.